Manufacturer narrative:
(B)(4). Concomitant medical product - unknown oxford femoral component, therapy date - (B)(6) 2017. Concomitant medical product - unknown oxford bearing, therapy date - (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00774 and 3002806535-2018-00775.

Event description:
It was reported by the patient's legal representative that the patient underwent an initial right knee replacement procedure and subsequently, the legal counsel reported that the patient underwent a revision procedure (reported on the linked complaint (B)(4)). Further the legal counsel reports that the patient underwent revision surgery due to excessive pain, large defect in the fascia and quadriceps tendon rapture. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.